Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a device alert for patient circuit disconnection. It was reported there was no patient involvement, at the time the issue was discovered. The customer evaluated the device and onsite service was requested for further evaluation and confirmation of the issue. Onsite service is pending at this time.

Manufacturer narrative:
H10. The customer evaluated the device and onsite service was requested for further evaluation and confirmation of the issue. A field service engineer (fse) went onsite and determined a replacement of the patient circuit was required. The fse replaced the patient circuit to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. H11 updated contact information and contact office entity.